Event description:
This lead was implanted on (B)(6) 2006 and explanted on (B)(6) 2014 due to an unknown product experience. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).